Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding his device or therapy but was working with his doctor or manufacturer representative. The patient noted that the manufacturer representative wanted the patient to "do all the work in this matter" and the patient was frustrated. It was unclear what this referred to.

Event description:
It was reported the patient developed an infection following a revision procedure. No further information was reported. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-00853 for information regarding the revision procedure.